Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the battery cap did not tighten properly on to the pump. The reporter stated that there was no damage to the battery compartment or cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 12/30/2015: device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged intermittent power issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that the available date range did not cover the complaint date due to continued customer use. Review of the available date range did not find any power-on- reset events. No anomalies were found with the returned battery cap. Using the returned caps the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and there was no evidence of internal moisture or damage to the power circuit. Unrelated to the complaint, battery compartment cracks were found above and below the grip pad. The display was found to be dim and discolored. The keypad cover was peeling from the base while all the buttons responded properly. Removal of the keypad cover did not find any contamination under the button contacts. (B)(4).